Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 310 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, it was found discovered needle mechanism did not retract as intended. No additional treatment was provided.

Manufacturer narrative:
Investigation found that the formed needle was visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which indicates that the hard cannula was improperly installed. Damage was found to both the slide retract and formed needle at the location where the formed needle sits in the slide retract due to the hard cannula being installed improperly. The exposed formed needle not being seated properly caused the reported failure to retract. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract. During investigation a leak test was performed, and leakages were observed along the fluid path. Fluid was observed to divert through a tear in the exposed portion of the soft cannula. Although damage was observed to the soft cannula, the timing and cause of the damage cannot be determined.